Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer did not know if the blood glucose level was impacted. Tandem technical support had performed a system check and the infusion set site appear to possibly be a cause of the occlusion; however, the customer removed the cannula and there was no damage noted. The customer indicated that the infusion set site would be changed.